Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: inconclusive analysis. Preliminary analysis revealed a no output and no telemetry condition. However, additional analysis found normal operation with typical current drain levels. There was no confirmation of an abnormal high current condition that would have resulted in accelerated battery depletion.

Event description:
There was a report of inability to interrogate the device, despite using different programmers, programmer heads and two magnets. No output was also reported and the device was explanted and returned. No patient complications have been reported as a result of this event.